Manufacturer narrative:
Exact date unknown, event occurred 1 to 2 years ago from date manufacturer was made aware. Explant date: 2018.

Event description:
It was reported via social medial that patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.